Event description:
The customer reported that there were intermittent regulator failures and low ma errors during a procedure. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare (B)(4). The ge service rep could not complete the filament calibration and found non standard batteries on the system. Also the tube was very noisy. He replaced the x-ray tube batteries and cable between the mainframe backplane and the generator driver pcb, checked operation completed filament cal, and returned the unit to service.